Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the allegation in this complaint was confirmed to be a complaint. With this investigation it has not been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. A too sensitive setting of the flow trigger led to self-triggering and hyperventilaton of the patient who has been relaxed to suppress his own triggering. The patient needed additional treatment to suppress his arosal and suffered a circulatory instability and a respiratory alkalosis. Not being aware of the too sensitive setting the staff decided to change the ventilator to proceed with the treatment. The issue was notified to the local authorities by the hospital. Since no further information was provided on the patient`s status of health he is deemed to be temporarily harmed. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. The root cause was determined to be an unintended usage error. Even though the patient was affected no further information about lasting effects to the patient were reported.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: hamilton-c6 in spontaneous mode ventilated patient at high frequency. Patient was relaxed to suppress patient triggering. It was recognized that the problem was not caused by patient triggering but was a technical problem. Patient was hyperventilated, respiratory alkalosis occurred, ph 7.7. The patient was relaxed to suppress the patient's arousal. This drug should not have been given. Life-threatening circulatory instability due to respiratory alkalosis. Possible long-term consequences due to unnecessary drug relaxation. The patient had to be given norepinephrine to stabilize the circulation. This could have resulted in tetany.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the allegation in this complaint was confirmed to be a complaint. With this investigation it has not been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. A too sensitive setting of the flow trigger led to self-triggering and hyperventilation of the patient who has been relaxed to suppress his own triggering. The patient needed additional treatment to suppress his arousal and suffered a circulatory instability and a respiratory alkalosis. Not being aware of the too sensitive setting the staff decided to change the ventilator to proceed with the treatment. The issue was notified to the local authorities by the hospital. Since no further information was provided on the patient`s status of health he is deemed to be temporarily harmed. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. The root cause was determined to be an unintended usage error. Even though the patient was affected no further information about lasting effects to the patient were reported. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: hamilton-c6 in spontaneous mode ventilated patient at high frequency. Patient was relaxed to suppress patient triggering. It was recognized that the problem was not caused by patient triggering but was a technical problem. Patient was hyperventilated, respiratory alkalosis occurred, ph 7.7. The patient was relaxed to suppress the patient's arousal. This drug should not have been given. Life-threatening circulatory instability due to respiratory alkalosis. Possible long-term consequences due to unnecessary drug relaxation. The patient had to be given norepinephrine to stabilize the circulation. This could have resulted in (B)(6).

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: hamilton-c6 in spontaneous mode ventilated patient at high frequency. Patient was relaxed to suppress patient triggering. It was recognized that the problem was not caused by patient triggering but was a technical problem. Patient was hyperventilated, respiratory alkalosis occurred, ph 7.7. The patient was relaxed to suppress the patient's arousal. This drug should not have been given. Life-threatening circulatory instability due to respiratory alkalosis. Possible long-term consequences due to unnecessary drug relaxation. The patient had to be given norepinephrine to stabilize the circulation. This could have resulted in tetany.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.